Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0754 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the primary nurse at the facility stated the PICC line was leaking at the hub tubing connection. It was reported that the rn noted air in the line when trying to draw blood. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout sample. The extension tubing markings were completely worn. The catheter terminated at the 46 cm depth marking. Microscopic inspection of the distal end of the catheter revealed striations typical of a sharp instrument cut. A partially circumferential split was observed at the junction between the extension tubing and the luer hub. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent; however, a leak was observed emanating from the site of the aforementioned split. During aspiration, primarily air was drawn into the syringe. Tactile inspection of the sample revealed tensile and torsional weakness in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular edges. The split surfaces exhibited beach marks. The split characteristics and mechanical weakness were typical of material failure due to repetitive stress. The location of the damage suggested that catheter securement, maintenance and access technique may have contributed.

Event description:
Per sales rep, the primary nurse at the facility stated the PICC line was leaking at the hub tubing connection. It was reported that the rn noted air in the line when trying to draw blood. No patient injury was reported.